Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed via service request that the customer high-definition camera control unit¿s image disappears¿ for a few seconds during a left emicolectomy surgery. The abnormality occurred 30-50 minutes after the start of surgery. The integrity of the equipment and their functionality was checked before each procedure. The procedure was completed with a 30-minute delay by replacing the device. Anesthesia was prolonged to finish the procedure. No death, injury or harm occurred to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint (loss of image) was not confirmed. Additionally, the repair center found dust accumulated in the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event (loss of image) was unable to duplicated. The investigation confirmed that it's probable the device was affected by a peripheral device or a malfunction occurred. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.